Event description:
It was reported that during a cholecystectomy procedure, the device was observed leaking co2. There was no patient consequence was reported.

Manufacturer narrative:
Date sent: 05/16/2008. Information anticipated, but unavailable at this time.